Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed at the first firing and the jaw became not to open. It was found that the clip got stuck. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional information has been requested.